Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to shortcut of ccd (charged coupled device) cable, the monitor shows a white screen with no image. Due to damage on ccd unit, a noise image occurs. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white screen with no image and a noise image. There was no patient involvement.